Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn complaint reviewed and analysis showed no trend for (B)(4), lot no: 42553w. Product not returned. (B)(4) - undetermined. Corrected data: part number and lot number.

Event description:
Allegedly while trying to remove the component, the handle snapped off. All pieces of the instrument were accounted for.